Event description:
Additional information was received that the patient did not experience any symptoms related to the event and is stable. The md paused during injection and acknowledged some resistance but continued injecting. The liquid embolic agent did not get embedded in an unintended location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an onyx embolization of a brain arteriovenous malformation (bavm), a marathon catheter experienced a rup ture at the connection point between the soft and not soft part of the catheter, as well as at a distal location. This rupture led to the inadvertent administration of onyx into the vertebral artery. The access vessel was the vertebral artery with a diameter of 3mm. Rescue measures included catheter suction performed in the vertebral artery. The patient had a medical history of bavm with feeders from the posterior cerebral artery and middle cerebral artery branches. There was no friction or difficulty during delivery. Aside from the rupture, there was no damage to the catheter. The injuction rate was as per instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing onyx embolization of arteriovenous malformation (avm). The patient status at the time of the report was normal with no acute complications.